Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse technician reported that the system made a noise but worked throughout the day. By the end of the day the system was shutting down continuously. There was also continuous irrigation, the system had to be shut down. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The system was examined. The reported ¿noise¿ was confirmed and the hub roller was replaced to resolve this issue. However, the reported ¿system lock and shut down¿ issues were not able to be confirmed. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the events of noise and unable to prime the cassette can be attributed to a nonconforming hub roller. However, based on the information obtained, the root cause of the reported ¿system lock and shut down¿ cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).